Manufacturer narrative:
Received one device. Successfully confirmed complaint of "error code 41622" through power up test and motor test. When running the motor test, the device displays error code 41622. Replaced cam flex sensor to resolve issue, unit no longer displays any error when activating the motor. Performed downstream occlusion sensor (dso) /upstream occlusion sensor (uso) sensor calibration. Performed performance verification tests (pvt), unit passes all testing criteria. Software updated. Unit reset to standard configuration. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error code 41622. There was no patient involvement.